Event description:
(B)(4). The dealer reported that the m51p power wheelchair would intermittently stop, displayed an error code, and showed a battery level oscillating from low to fully charge. There was no injury reported.